Event description:
It was reported that the powerloc cracked and blood/fluid leaked out and also went back into the port.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked infusion set unconfirmed since the reported issue was not present on the returned sample. One 20 ga x 0.75 in powerloc max infusion set was returned for investigation. The white caps were present on both luer connectors and the protective sheath was present over the needle. The safety mechanism was not activated. No apparent use residue was observed throughout the sample. No cracks were observed in the tubing or connectors. The sample was flushed with water using a 12 ml syringe and no apparent issues were observed. A non-complainant port septum was used to occlude the needle. The sample was pressurized and no leaks were observed. Since no leaks or evidence of damage was observed during functional testing of the sample, the complaint is unconfirmed.

Event description:
It was reported that the powerloc cracked and blood/fluid leaked out and also went back into the port.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbss0320 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerloc cracked and blood/fluid leaked out and also went back into the port.